Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous mid left anterior descending (lad) artery. Resistance was encountered during the insertion of the 8mm x 3.5mm nc quantum apex ptca dilatation catheter. Upon attempting to pre-dilate the lesion, the apex dilatation balloon ruptured at 8atms, on the first inflation. The apex dilatation catheter was removed from the patient and a pinhole was noted in the distal segment of the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that vascular access was obtained via the femoral artery. The de novo lesion was mildly calcified. The balloon catheter was advanced through a previously placed stent; however, the target lesion was not located within the stent. Before trying to pull back the balloon was fully deflated and the device was successfully removed intact.